Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. No blank display, shuts off screen or display anomaly noted. The insulin pump passed a21 test and self test. No a21 alarm or pump reboot noted. The operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. No damage was found inside the pump noted. However, the insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that received an external ram error alarm, an unexpected restart alarm and off no power alarms. The customer's blood glucose was 218 mg/dl at the time of incident. The customer stated that the insulin pump did not receive a low battery warning before the second off no power alarm occurred. The customer stated that they were using (B)(6) battery and the battery was previously used. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer stated that there have not been unattended alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.